Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator was giving high oxygen readings. Patient information was not provided.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.